Manufacturer narrative:
Device label code for f10. Position 1 and 2: 1738. Evaluation: underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within an whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp.

Event description:
The iab was inserted into the pt on 2/11/97. On 2/13/97 after iabp for about two days, the leaked. No second was inserted. (Event complications: unk-reported 2/13/97.) (Pt's current status: unk-rpt'd 2/13/97.)